Manufacturer narrative:
No sample was submitted for investigation. Product records were reviewed, including environmental monitoring, with all processes in compliance to standard operating procedures. The DHR review from the lot which was made on may 20, 2014 indicated raw material was received from the approved source. No root cause can be determined at this time due to lack of sample. If a sample becomes available at a later date, it will be reviewed. No action will be taken as of this time.

Event description:
Customer states they have been experiencing an skin reactions to royal silk gowns in this pack at the cuff area. One physician required medical attention.